Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 25 mm. It was noted that the distal handle was detached from the outer sheath. The outer sheath was stretched for a distance of approximately 100 mm distal to the handle break. This type of damage is consistent with excessive tensile force having been applied to the shaft. During analysis it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally. Note: the investigation results were able to confirm the complaint reported event. However, a handle break was also noted. The event remains reportable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A review and analysis of all available information indicated that the most probable root cause is operational context. This root cause is assigned due to the condition of the returned device. The distal handle detach is consistent with excessive tensile force having been applied to the shaft which likely led to the other device issues.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be implanted within the duodenum of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the stent was being implanted to treat a malignant stricture within the pyloris. The patient's anatomy was not tortuous, and had not been dilated prior to the stent placement. During the procedure, the stent was attempted to be deployed; however, there was a lot of friction and it was difficult to retract the outer sheath in order to deploy the stent. Subsequently, more force was applied to the delivery system and approximately 1 cm of the stent was able to be released. However, at this point, it was noted that "something broke inside the stent delivery system" and the stent could no longer be deployed. The stent was partially deployed when it was removed from the patient, and the procedure was aborted as the physician did not have another stent for use. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reported issue of delivery system broke. The reported issue of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be implanted within the duodenum of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the stent was being implanted to treat a malignant stricture within the pyloris. The patient's anatomy was not tortuous, and had not been dilated prior to the stent placement. During the procedure, the stent was attempted to be deployed; however, there was a lot of friction and it was difficult to retract the outer sheath in order to deploy the stent. Subsequently, more force was applied to the delivery system and approximately 1 cm of the stent was able to be released. However, at this point, it was noted that "something broke inside the stent delivery system" and the stent could no longer be deployed. The stent was partially deployed when it was removed from the patient, and the procedure was aborted as the physician did not have another stent for use. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.